Manufacturer narrative:
It was reported that the patient's device was explanted (date not reported). This report is filed on may 06, 2019.

Manufacturer narrative:
This report is submitted on april 8, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced a post-operative pseudomonas infection and subsequently was treated with IV antibiotics for several months (date not reported) and wound care.